Event description:
During a procedure to stent the renal artery, the stent came off of the delivery balloon. The paramount 5mm stent was advanced over the wire to the level of the right renal artery ostium. The angle of the vessel was difficult and highly calcified. As the stent was advanced it appeared to become dislodged from the balloon mount. As a result, the stent was deployed in the right external iliac artery. There was excellent apposition of the stent to the arterial wall and good flow through the vessel. No injury to the pt.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.